Event description:
Per the clinic, the patient experienced a swelling at implant site and subsequently was treated with oral antibiotics on (B)(6) 2023 for a duration of 6 months. The implanted device remains.

Manufacturer narrative:
This report is submitted on february 14, 2024.